Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission of a non-dependent patient, non-sustained rv oversensing episodes due to post-paced t-wave oversensing were observed. Programming changes were suggested.